Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device would not heat up and seal like it should. Another device of the same type was used to complete the procedure. No patient injury occurred or medical intervention required. No further information is available from the customer.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.